Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she was attempting to bolus. She is able to access the menu to input the number and when she finally gets to the number and she presses the act button the device doesn't respond. Customer's blood glucose was 180 mg/dl. Customer didn't recall any significant event which may have caused the keypad. Then later stated the device may have been exposed to sweat. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No ramping numbers were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.